Event description:
It was reported, sales rep was not at the case. A nurse opened the implant, gave it to the physician. The next day, the agency realized that the date on the packaging was expired, december 2010.

Manufacturer narrative:
Eval summary: eval related evidence that the event is not linked to a deficiency in the device but is rather related to off-label use. Instruction for use provided along with the device requires the user to check the shelf-life prior to use. Implants past its expiry date should have been detected prior to use. In the case presented, a gamma3 long nail was implanted which sterilization date was exceeded by approx 4 months (expiry date: (B)(6)2010; implantation date: (B)(6) 2011). Real aging tests performed with stryker implants in 2007 reveal that there is a safety tolerance. Implant with exceeded expiry date were checked more than 1 year overdue and considered still sterile subsequently. Thus, in this specific case of exceeded expiry date by 4 months days, a risk for the pt is not to be expected. Determination of the root cause that the device could not be located in the consigned hospital and was cycle counted out does not lie in the responsibility of the MFR.